Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use there were adapter issues with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: the safety mechanism was not activated and the needle, uncovered, was fell out of the catheter.

Event description:
It was reported that during use there were adapter issues with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: the safety mechanism was not activated and the needle, uncovered, was fell out of the catheter.

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge nexiva single port unit from lot 9350325 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed physical/mechanical damage to the unit. The unit was fully intact with no damage to the catheter tubing. No cured adhesive was found on the needle shield and no damage was observed to the grip. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were observed during inspection a definitive root cause could not be determined.